Event description:
Reported blood glucose results of 292 and 8 mg/dl with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition and not expired. The control solution that the patient had was expired. Customer service tried to troubleshoot with the patient; however, the meter would not power on. The battery was replaced over a year ago.